Event description:
Sterile processing staff identified black flecks in bottle of olympus endoquick chemical used with olympus oer machine used for flexible endoscope instrument reprocessing. This was lot # 23018, exp 7-31-2024. This was the 2nd lot # identified in madison. The previous lot was 22350 exp date 6-30-2024. The vendor sent a letter saying they are aware of the issue and the chemical is still safe to use. However, the facility has removed the product and requested replacement/credit. Reference report: mw5116534.